Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient sometimes removed the lifevest due to skin itching, and redness at times. The patient consulted his physician who provided a prescription which was not used. Follow-up indicated that the itching was still the same.